Event description:
On (B)(6) 2011, a report was received from a hemodialysis unit regarding a separation that occurred at the venous blood chamber from the venous bloodline during the last hour of treatment. The estimated blood loss was approximately 275 ml. The patient was restarted with use of new bloodlines and completed the treatment without further incident. The sample was not saved. The patient was discharged to home without further incident.